Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the patient rv lead revealed high pacing impedance. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.